Event description:
Related manufacturer reference number: 2017865-2025-28007. It was reported that the asymptomatic patient presented for a generator change procedure. During the procedure, after pocket opening it was noted that the pacemaker exhibited noise over-sensing which resulted in pacing inhibition. The right ventricular (rv) lead also exhibited noise over-sensing which resulted in pacing inhibition which consistent with insulation breach. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6)2025. The patient was stable.

Manufacturer narrative:
The reported event of over-sensing was not confirmed. The device was returned for analysis. The device was at elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further analysis including sensitivity test at most sensitive settings found sensing parameters within normal range. Additionally, evaluation of the header and connector found no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.